Event description:
The customer complained of several occurrences when the device has indicated a connect electrodes message inappropriately during use. When the operator changed the electrodes, proper operation was subsequently observed. Specific event details were not provided. There were no adverse affects to pt care reported as a result of the alleged malfunction.